Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information has been updated in d4 (catalog, expiration date, lot number, primary UDI number, serial) and h4 (device manufacture date). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that after impella cp insertion in the right groin, the right leg became mottled and ischemic. Distal pulses were not checked in the cath lab and were only assessed once the patient arrived in the intensive care unit (ICU). The interventional cardiologist then placed a distal perfusion catheter (dpc) in the ICU, routing it from the left femoral artery to the right femoral distal impella site. Following dpc placement, the leg regained laminar blood flow, but mottling persists. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.